Event description:
A sheffield construct was applied in 2006 for a triple foot arthrodesis. The pt returned to the dr's office for a follow up visit when it was found that the clamp screw had loosened. The dr retightened the clamp screw again. The pt returned and it was noted the radiolucent ring broke where it connects to another 2/3 radiolucent ring. The dr also noted that the clamp screw, previously retightened by the dr, appeared to be stripped out. A nurse from the dr's office used a clamp to hold the rings in position until the next day. The pt returned to the dr's office. The dr remove the broken 1/3 ring, sheffield clamp and independent screw clamp. The pt continues treatment with the sheffield frame.